Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use the right ventricular (rv) lead impedance of the svc "grew up", and exhibited high impedance, and fracture. The rv lead was explanted and replaced, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the partial lead was returned in segments, analyzed and the superior vena cava (svc ) defibrillation coil developed a fracture due to flexing while in vivo, the helix of the lead was extrinsically bent, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress, and the outer insulation of the lead developed a breach due to a depression while in vivo.